Event description:
About 1 1/2 weeks ago, needle detached from syringe and lodged in abdomen. Family member called and arrived twenty mins later to remove needle with tweezers. Contacted distributer who directed user to return used/unused needle/syringes.